Manufacturer narrative:
D10 concomitant devices: 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6); 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6); 320-15-08 - sup/post aug plate, r rs glenoid baseplate (B)(6); 300-30-10 - equinoxe preserve stem 10mm 6107235; 320-20-00 - eq reverse torque defining screw kit (B)(6); 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6); 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-15-05 - eq rev locking screw 6208814. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised. The patient¿s poly became disassociated from the humeral tray. Surgeon revised the shoulder to a newer polyethylene. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.